Event description:
The customer reported that there was a continuous tone after release of footswitch. No patient injury was reported.

Manufacturer narrative:
(B) (4). The customer has replaced the hv cable and controller pcb. They are isolating the problem to a monoblock assy. The ge service rep removed the controller pcb for restocking and replaced the monoblock. The system operates as intended.